Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a trial procedure during which lead placement was attempted. The first lead insertion on the left side was successful. However, during the second lead insertion on the right side, the lead tip emerged from the puncture needle but the lead trajectory turned toward the ventral side. When the lead was pulled out, the lead tip came into contact with the left puncture needle tip which resulted in one contact of the lead becoming sheared off and remained in the first vertebra of the lumbar spine. There was no reported patient injury and the lead tip remains in the patients body.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a trial procedure during which lead placement was attempted. The first lead insertion on the left side was successful. However, during the second lead insertion on the right side, the lead tip emerged from the puncture needle but the lead trajectory turned toward the ventral side. When the lead was pulled out, the lead tip came into contact with the left puncture needle tip which resulted in one contact of the lead becoming sheared off and remained in the first vertebra of the lumbar spine. There was no reported patient injury and the lead tip remains in the patients body.

Manufacturer narrative:
Device analysis performed on the returned lead revealed during visual inspection that the distal tip and the first electrode were both not returned as they were separated from the distal array. Additionally, the cables were exposed to the damaged portion of the lead. A labeling review was performed which determined that only an insertion needle provided by boston scientific should be used as other needles may damage the lead. The number 14 on the needle hub corresponds to the orientation of the bevel which must face up as turning the bevel down may result in damage to the lead. Additionally, angling the needle more than 45 degrees increases the risk of damaging the lead, as documented in the instructions for use (IFU). Therefore, engineers concluded that the damaged lead was likely due to an unintended user error when using the insertion needle.